Event description:
It was reported that the patient experienced two shocking sensations in a single episode while lying on his back. The patient turned off the implantable neurostimulator (ins). On (B)(6) 2010, it was reported that the patient had an uncomfortable, intermittent increase in the stimulation while walking upright after approximately 30 minutes. The patient was reprogrammed on (B)(6) 2010 at which time the amplitude for upright position from 2.5 to 2.5 volts. The mobile position was also adjusted from 2.3 to 1.8 volts. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; adaptor accessory model 3550-39, lot #n260042, implanted: (B)(6) 2010, explanted: na; recharger model 37754, serial #(B)(4); programmer model 37744, serial #(B)(4). This device was being used in a clinical trial noted as (B)(4).